Manufacturer narrative:
The pump is in the process of being evaluated.

Event description:
A fail code 804:22. Information was not provided regarding whether or not the failure occurred during a pt infusion. The hosp representative stated that there were no pt injury or medical intervention.